Manufacturer narrative:
Describe event or problem: the hospital reported an x-ray towel was undetected on the x-ray and left in patient. Patient returned to hospital ten days after surgery with infection at the incision site. A CT scan was taken and the towel was located in abdomen. Patient returned to surgery for towel to be removed. Deroyal narrative. The root cause of this report could not be determined due to no returned sample for validation of defect and further investigative testing. Representative samples of this raw material were pulled from inventory and x-ray testing performed. All x-ray elements were visible throughout this investigation.

Event description:
The hospital reported an x-ray towel was undetected on the x-ray and left in patient. Patient returned to hospital ten days after surgery with infection at the incision site. A CT scan was taken and the towel was located in abdomen. Patient returned to surgery for towel to be removed.